Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the returned device revealed there was dried contrast and blood on the shaft. The shaft was kinked and with each of these kinks there was shaft damage/hole at the site of the kink 29cm and 71.5cm from the hub. The curve was inspected and was within specifications. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure difficulty engaging the target vessel occurred. The target lesion was located in the right coronary artery. A 6f runway al1 guide catheter was selected and advanced; however, the physician was unable to engage the device in the target vessel as the curve of the device appeared opened more than usual. The procedure was completed with a different device. No patient complications are reported and the patient's status is good. However, returned device analysis revealed a hole in the shaft.